Event description:
The customer reported approximately ten (10) milliliters of blood fluid dripped from the sampling probe, outside the instrument, involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leak at the probe was caused by a clogged tubing at line lv8. The fse replaced the tubing and resolved the issue. Additionally, the fse replaced all fluid filters, vacuum isolator chamber (vic), pump tubings, and probe wipe block. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. Chamber, block.. (B)(4).